Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller reported that the patient's therapy hadn't been working for at least a week because they couldn't get the external devices to connect to the implanted neurostimulator. During the call the caller was able to successfully connect the external equipment to the patient and increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. The patient rep stated the patient continued to experience no therapeutic effect. Patient was considering device removal because of this. Reviewed theory and use of programs and then reviewed how to change programs per caller request. Patient rep indicated they changed the program successfully and adjusted stimulation up to a comfortable level. They will monitor symptoms. Additional information was received from the patient's spouse. The patient's spouse called back reporting patient continues to experience therapy problems and believes the device is not working. They charged the external devices but when they try to communicate to the ins they continue to encounter a device not responding message. Caller indicated the patient could no longer feel the ins, making it difficult to position the communicator. Caller indicated they will continue to try repositioning the communicator on their own and call back if they need further assistance. Recommended following up with managing hcp if not resolved.